Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The impact study reported that the patient on impella 5.5 support had cardiogenic shock. Patient was treated with inotropes/pressors, epicardial av pacing and two transfusions. The outcome was recovered/resolved. The pi relatedness, ¿possible¿ related to the impella procedure and remote(unlikely) to the impella device. Additionally, the patient also experienced atrial fibrillation. Treated with heparin and amiodarone which converted to normal sinus rhythm with treatment. Outcome, recovered/resolved with sequelae. The pi relatedness, ¿possible¿ related to the impella procedure and remote(unlikely) to the impella device.